Event description:
Pt was receiving 5-fu 2632 mg, heparin 49000 units, and ns 27.3ml via a baxter 7-day infuser. The first infuser only infused about 1/3rd of the contents. It was replaced with another infuser from the same lot. The 2nd infuser only infused about 1/2 the contents. It was replaced with an infuser from a different lot, and this infuser infused the entire contents.